Event description:
A malfunction occurred with the customer's pump, identified by the malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to use manual daily injections as a backup therapy. The customer was informed of how to put the pump into storage mode and was asked to return the faulty pump using a pre-paid label within ten days.